Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer changed the aliquot probe and cleaned the aliquot drain. The ccc received instrument data. Siemens is investigating the event.

Event description:
Discordant blood urea nitrogen and enzymatic creatinine results were obtained on a patient sample on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same instrument for enzymatic creatinine. The customer repeated the same sample, for both enzymatic creatinine and blood urea nitrogen on an alternate dimension vista (serial number (B)(4)), resulting higher. Enzymatic creatinine was repeated the same sample on another alternate dimension vista (serial number (B)(4)), resulting lower. No results were reported out to the physician(s). The customer requested a new draw from the physician(s). A new sample was drawn and tested on the original instrument, resulting lower for enzymatic creatinine and higher for blood urea nitrogen compared to the original results. The new draw results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant blood urea nitrogen and enzymatic creatinine results.

Manufacturer narrative:
The initial MDR 2517506-2017-00157 was filed on february 13, 2017. Additional information (04/05/2017): the siemens headquarters support center (hsc) reviewed the data supplied. Hsc did not find any indication of a reagent delivery or foaming issue. No maintenance was performed on the instrument for this issue. No further issues occurred after the customer changed the aliquot probe and cleaned the aliquot drain. The cause of the discordant blood urea nitrogen and enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.